Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Event description:
It was reported that prior to an lv lead reposition procedure, the rv lead exhibited high thresholds. A reposition attempt was not successful and the lead was explanted and replaced.

Event description:
It is reported that pt was revised due to loosening.

Manufacturer narrative:
The damage found was sustained during the surgical procedure.